Event description:
The representative reported, the patient was not getting therapy. An x-ray was performed. A catheter break was reported. The catheter was replaced. The patient¿s status at the time of the report was alive with no injury. The medication infused was morphine. The catheter break was on the spinal segment. The cause was not determined. As of (B)(6) 2014 the patient was ¿good¿ and receiving effective therapy.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8590-1, lot# n337341, implanted: 2012 (B)(6); product type accessory. (B)(4).